Event description:
It was reported that a patient had received inappropriate therapy due to a potential fracture of their right ventricular (rv) lead. The lead exhibited high short interval counts (sic) and varying impedance levels. Evidence of subclavian crush was discovered when the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: model: 4076, lead, implant: (B)(6) 2009; model: 4196, lead, implant: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the right ventricular lead integrity alert, and indicated the impedance trend on the rv (right ventricular) pacing lead was variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.